Event description:
It was reported that during a da vinci-assisted surgical procedure error 48100 occurred, and it could not be cleared. An intuitive surgical, inc. (Isi) technical support engineer (tse) found error 48100 in the system logs, pointing to an issue with the personality module audio video (pmav). The customer removed all of the video cables from the pmav, but the faults could not be recovered. The vision side cart (vsc) was hard power cycled, but the issue continued. The procedure was converted to an open procedure. Isi followed up with the initial reporter and obtained the following additional information: the procedure was converted to open due to a system failure. The surgeon did not go into the procedure considering that converting to an open procedure would be a possibility. There were no intraoperative complications.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The isi fse went on site and replaced the personal module audio/video (pmva). The system was tested and verified as ready for use. Isi has received the pmav instrument involved with this complaint to perform failure analysis; however, the evaluation is not yet complete. An intuitive technical service engineer (tse) reviewed the system logs and confirmed the reported error 48100 and an external digital video interface (dvi) video device or a dvi cable connected to the pmav may be causing this error. .

Manufacturer narrative:
Failure analysis investigation confirmed the customer reported completed. Intuitive surgical, inc. (Isi) received the personal module audio/video (pmva) and performed failure analysis. A visual inspection found no issues related to the customer reported issue. The pmav was installed onto an in-house system where the video issue was triggered indicating fault on the video leaf (vil) 1, replicating the reported event. Failure analysis verified that leaf 1 was the source of the fault.

Event description:
Refer to h11 for follow-up information.